Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 3 cm abdominal aortic aneurysm and a 5 cm right iliac aneurysm. The abdominal aortic neck was 15 mm long, 20 mm in diameter at the renal arteries and 24 mm in diameter 15 mm below the renal arteries, and had mild thrombus and mild angulation. Vessels were no-calcified. It was reported that the aneurx bifurcated stent graft delivered and implanted without any issues. Another manufacturer's balloon was used non-aggressively to model the stent graft; however, the graft slipped about 7.5 mm distally. Although there was no endoleak, it was decided to place a 24 mm aortic cuff proximally to build to renal arteries as a preventive measure. The cuss was placed successfully, and the final angiogram showed good seals. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). (Endoleak); (ballooning). Conclusion: (ballooning).